Event description:
It was reported that a patient underwent a debridement and suturing surgery on (B)(6)2024 and suture was used. During the procedure, the patient suffered a skin laceration on the right palm due to a fall and was admitted for debridement and suturing. The doctor manually sutured the wound with suture, but during the suturing process, it was found that the needle was difficult to puncture. After withdrawing the needle, it was found that the needle tip was torn, and the residual end was about 1mm broken and remained under the skin. Make a small incision of about 3mm at the needle exit and clamp it out. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.